Event description:
It was reported that the pump screen froze, requiring a reset to resume insulin therapy. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up, and no further action was required.